Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). This report is for one unknown tfn helical blade. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred (B)(6) 2017 due to non-union, femoral head collapse, and device migration. X-rays taken on an unknown date, determined the non-union and showed the helical blade cut out superiorly. A short trochanteric fixation nail (tfn), helical blade and distal locking screw were explanted intact successfully. The patient was revised to a competitor¿s total hip system. There was no reported surgical delay or additional medical intervention required. Patient¿s postoperative status is unknown. The original date of implant for the tfn system is unknown. Concomitant devices: nail, part/lot # unknown, qty 1. Locking screw, part/lot # unknown, qty 1. This report is for one unknown tfn helical blade. This report is 1 of 1 for com-(B)(4).